Manufacturer narrative:
The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00026 for the patient's right eye.

Event description:
The following was reported by the neighbor of a trabecular micro bypass stent patient. Following bilateral cataract plus stent procedures, the patient presented with impaired vision, described as ¿double vision¿ requiring ¿correction¿. Reportedly, the patient has not improved months following the procedure. The reporter declined to provide additional information about the patient and the reported event. This report reference the patient's left eye.